Event description:
The user facility reported that the device came apart. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The user facility reported that the device came apart. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : device not returned